Event description:
A patient reported experiencing inaccurate high results with an otp meter. The patient's blood glucose results were 152, 68, 162 mg/dl. Tests were done within 11-20 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.